Manufacturer narrative:
Covidien reference: (B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the reported malfunction. It is noted in the record that power save and auto lock features were enabled. Functionality testing was performed. The device was powered on and passed testing. The cse enabled the auto lock and power save feature. The device started ventilating and was allowed to run for several days without any issues observed. The power was then disconnected and the screen blacked out due to the power save feature. During the investigation it was found that if the unit was allowed to run on battery for many hours, the display would not come back up when touched. The unit was still able to be powered off normally. However, the display remained black until power cycled. The cse replaced the single board computer (sbc) printed circuit board (pcb) to resolve the issue.

Event description:
It was reported that during patient use, a ventilator's screen went black. Although the device continued cycling, the patient was transferred to another ventilator without harm. The ventilator then could not be turned off, even after removing the external battery.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.